Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter expired prematurely. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed. A review of the share logs was performed and an end of life alert was found within the investigation window. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter expired prematurely. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data.